Manufacturer narrative:
Batch review performed on 20 november 2019: lot 1900006: 100 items manufactured and released on 02-may-2019. Expiration date: 2024-04-22. No anomalies found related to the problem. To date, 80 items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: cc e cc light 01.26.3644hct flat pe hc liner ø 36 / e (k103352) lot. 1900240. Batch review performed on 19 november 2019: lot 1900240: 193 items manufactured and released on 16-apr-2019. Expiration date: 2024-04-02. No anomalies found related to the problem. To date, 174 items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 (k103352) lot. 1811151. Batch review performed on 19 november 2019: lot 1811151: 220 items manufactured and released on 10-apr-2019. Expiration date: 2024-03-31. No anomalies found related to the problem. To date, 183 items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: cocr 01.25.030 cocr ball head 12/14 ø 36 size s -3.5 (k080885) lot. 130917a. Batch review performed on 19 november 2019: lot 130917a: 5 items manufactured and released on 03-jan-2019. Expiration date: 2023-12-11. No anomalies found related to the problem. To date, 4 items of the same lot have been already sold without any similar reported event.

Event description:
About 4 months after primary revision surgery for infection. All hardware revised and a spacer implanted successfully.